Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed in the pump's event history. This condition was caused by the user pressing a key for longer than 50 seconds. This failure code could not be duplicated during product evaluation. Therefore, no repairs were necessary for this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump in which the "pump needs repair." It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, a baxter service technician discovered failure code 500:320:844:0000 interrupted delivery on channel b. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.